Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon informs that the monopolar curved scissors (mcs) instrument is not following the commands due to a loose thread, it had to be replaced by another instrument to continue the surgical procedure. The mcs had 1 life. The procedure was completed with no reported injury.